Manufacturer narrative:
Device eval by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The distal section of the pull rack is separated inside the handle. The proximal section of the separated pull rack is missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent was the incorrect size. A 5x150x130 innova self-expanding stent was selected for use to treat occlusion of the lower limb superficial femoral artery (sfa). The lesion was severely stenosed. Predilation was performed and the stent was successfully implanted in the patient. Post implant, the length of the stent was found to be 120mm. A balloon of the same length also showed that the length of the stent was not enough. Another of the same type of stent was placed to cover the lesion. No patient complications were reported.

Event description:
It was reported that the stent was the incorrect size. A 5x150x130 innova self-expanding stent was selected for use to treat occlusion of the lower limb superficial femoral artery (sfa). The lesion was severely stenosed. Predilation was performed and the stent was successfully implanted in the patient. Post implant, the length of the stent was found to be 120mm. A balloon of the same length also showed that the length of the stent was not enough. Another of the same type of stent was placed to cover the lesion. No patient complications were reported.